Event description:
On 10/30/2007, abbott point of care was contacted by a customer who reported that in 2007, an I-stat cardiac troponin I cartridge, using a whole blood sample, yielded a result of 0.13 ng/ml. Same sample repeated using an I-stat cardiac troponin I cartridge, using a whole blood sample, yielded a result of 0.24 ng/ml. Same sample repeated using an I-stat cardiac troponin I cartridge, using a plasma sample, yielded a result of 0.0 ng/ml. A sample was tested on a laboratory system three times yielding results of 0.02 ng/ml, 0.02 ng/ml, and 0.01 ng/ml.